Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported there was damage to the pump. Reportedly, the customer was unable to slide the cartridges onto the pump smoothly and reported that it was difficult to load a cartridge. There was no impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.